Manufacturer narrative:
Product analysis: the stent was returned for analysis without the delivery system. There were 2 segments on one end of the stent which were intact. The remaining segments were severely stretched and deformed. (B)(4).

Event description:
It was attempted to use a resolute integrity drug eluting stent to treat a proximal rca cto lesion that exhibited little vessel tortuosity and moderate calcification. The device was removed from packaging, protective sheath removed and device inspected and prepped with no issues identified. The lesion was pre-dilated with non-mdt ballooning. An 8f guide catheter and a 6f guideliner were used for the procedure. It is reported that resistance was encountered while advancing the device through the guideliner and the device was reported to have deformed in vivo during positioning. No excessive force used when resistance was encountered and the inflation device remained on neutral pressure during delivery of the device. When attempting to remove the device the physician noticed the stent separating from the balloon and decided to remove the device, guideliner and guide catheter as one unit to reduce the risk of stent embolization. The stent remained on the delivery system shaft and was removed fully without the use of a snare or surgery. No patient injury reported. The sales rep reviewed angiograms and provided the following information: rca was cto that was opened and ballooned several times prox-mid after rca opened. Md then inserted 6 french guideliner to assist in stent delivery. No images of attempted stent insertion. Per tech scrubbed in, sds became stuck in 6 french guideliner which was placed in an 8 french al guide while advancing around aortic arch. When the md felt resistance, per tech, md stopped advancing and looked under fluoro. They were able to see it that stent was separating from sds balloon. Md removed guide, guideliner and sds as one unit. Interventional wire remained in position. Md reinserted guide but used 8 french guideliner to complete procedure. Md placed 2 non medtronic stents without difficulty.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.